Event description:
A malfunction alarm was reported with code malf 9. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received guidance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared.